Event description:
Pt reports he tried to infuse hyqvia last night; however, pump had "system time out" error and kept beeping. Pt was unable to infuse and vials were punctured. Confirmed pt still unable to press anything on the pump to proceed. Need reship of hyqvia and pump. No adverse events were reported, serial number not provided, replacement pump sent, malfunctioning pump available for investigation upon return.